Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a lost sensor alert and high blood glucose. The blood glucose reading was 600 mg/dl. He stated that the transmitter ID was not programmed incorrectly. He stated that the sensor was fully inserted and flat against the skin. Nothing further was reported.